Event description:
During troubleshooting of an unrelated alarm, it was reported the home patient (hp) had disconnected and then reconnected the bags. The event occurred during use on the home choice (hc) and the home patient (hp) was connected. The technical service representative (tsr) advised the home patient (hp) they would need to dispose of the current supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. This complaint is for a report of a use error - reuse of single-use product during use where the home patient disconnected the bags and reattached the bags. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The patient guide instructs the user not to attempt to reuse any disposable supplies. The patient guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. The patient guide warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.